Manufacturer narrative:
New information added to the following fields: b3, d9, h4. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the lms final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus/ the user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: biopsy channel cfu: 6 cfu bacterial identification: escherichia coli sampling date: (B)(6) 2024 sampling from: suction channel cfu: 100 cfu bacterial identification: escherichia coli sampling date: (B)(6) 2024 sampling from: biopsy channel cfu: 1 cfu bacterial identification: staphylocoques à coagulase négative. The device was evaluated where additional potential adverse event(s) were confirmed where foreign material was noted in the air/water tube, balloon/water tube and channel tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, it is possible that the reprocessing was insufficient. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Additionally, for reprocessing methods for the gf-ue190 are described in ¿evis eus ultrasound gastrointestinal videoscope olympus gf-ue190 reprocessing manual¿. It is possible that the indicated phenomenon can be prevented by following them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that, during reprocessing, the videoscope tested positive for >77 colony forming units (cfus) of microorganisms that can be revived at 30° c and detection of escherichia coli, citrobacter species, brevundimonas aurantiaca and sphingobium yanoikuyae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.